Event description:
A us distributor reported that an electrode belt and reported the belt was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (adjust belt messages) was confirmed. Upon investigation the belt failed a fall off test. The cause for the failure was isolated to a defective q1 transistor on the ECG "d". The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the damaged belt.